Manufacturer narrative:
(B)(4). Device evaluation summary: it was received for analysis a paper lid and a winding former and a dispensed needle-suture piece of product code 8702, lot mdh238. During the visual inspection of the needle-suture piece, the swage and attachment area were noted to be as expected and marks were observed on the body needle that appears to be by the use of a surgical instrument. The sample returned was examined and the end of the suture was found to be cut. A functional test was performed and the tensile force were above the minimum requirements. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. Due to the sample condition, the assignable cause of performance breakage suture, was suggests an improper handling of the sample. A manufacturing record review was performed for the finished device batch mdh238 and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. It was reported that the suture snapped during the procedure. No adverse patient consequences. Additional information has been requested.